Event description:
After receiving the allergan implants, I noticed that the left implant was very painful, especially when resting on that side. When I called for a check up, I was told this was normal. This pain still continues to the present date. Due to the recall, I am concerned that this problem may be more serious than I was told. FDA safety report ID# (B)(4).